Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 3777-60, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 3708140, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: 2009 (B)(6); product type extension. (B)(4).

Event description:
It was reported, the patient experienced a shocking or jolting sensation; when he put his neck in a certain position he got an increase in stimulation and he nearly jumped out his seat. The patient could barely feel stimulation when he or a manufacturer representative turned up stimulation but when he turned his head he felt extreme stimulation. The patient turned stimulation off and put his head in the certain position and nothing happened. It was noted, it have been like this since the implantable neurostimulator (ins) was put in but it was only lately that it got worse, when the manufacturer representative reprogrammed the ins 1.5 months ago. The patient went back to his healthcare providers office and was seen by a representative and told her what was happening. The representative returned the patient back to his old settings and took off the new one. It was noted, the representative also did some testing on the leads. The patient still had shocking incidents after seeing the representative.